Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that: "we found out about case the day before it was so happen was done in north west, ia in a hospital. That had no records no give on implants, so we were going of patient dates and pre/op x-rays to determine what was in, cup was lodged and one screw broken. Doctor removed cup poly and head, this is how we got the sizes, put in a zimmer cup and poly and then use omt u 40 40mm and 12 head. Implant was given to patient. No x-rays no release and from hospital."